Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during evaluation. They were caused by a out of adjustment door hooks and latch pins. The door hooks and latch pins were replaced and the device was calibrated.

Event description:
It was reported that a spectrum pump's door will not latch closed. Any patient involvement, injury or medical intervention is unknown.